Event description:
Per hosp rep, after placement, the dome migrated into the abdominal wall. A photograph was taken after placement to assure the dome was in the stomach. Twenty-four hrs after placement, the initial feeding was given and the pt developed an abscess. The peg was removed, the pt was treated with antibiotics and was released from the hosp.